Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult dual heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer, and our knowledge of the product. Results: the healthcare facility reported that the expiratory limb of a rt200 adult dual heated breathing circuit was found damaged before patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt200 adult dual heated breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject rt200 circuit would have met the required specifications at the time of production. The user instructions that accompany the rt200 adult dual heated breathing circuit state: "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Check all connections are tight before use." "Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged."

Event description:
A healthcare facility in china reported that the expiratory limb of a rt200 adult dual heated breathing circuit was found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: expiration date added section d4: UDI details updated section g1: contact person updated to (B)(6) section g4: the rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult dual heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer, and our knowledge of the product. Results: the healthcare facility reported that the expiratory limb of a rt200 adult dual heated breathing circuit was found damaged before patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt200 adult dual heated breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject rt200 circuit would have met the required specifications at the time of production. The user instructions that accompany the rt200 adult dual heated breathing circuit state: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "check all connections are tight before use." - "visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged."

Event description:
A healthcare facility in china reported that the expiratory limb of a rt200 adult dual heated breathing circuit was found damaged before patient use. There was no patient involvement.